Manufacturer narrative:
The associated complaint device was returned and evaluated. The stated failure mode was confirmed through a visual inspection of the returned item that the femoral impactor bumper has fractured into two pieces. Both pieces were returned. The device was manufactured in 2015. The device exhibits significant signs of use and wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the plastic piece broke during impact ion of the final implant. No more information available.